Manufacturer narrative:
Evaluation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with no cartridge loaded on the device. However, one cartridge was received inside the bag and fully loaded with staples, in addition the cartridge was noted to have a piece of buttressing material taped on the cartridge deck. The device was tested for functionality with the returned cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. We have documented the circumstances as they reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the cartridge popped out, when the device was opened prior to the case. The customer used another like device to complete the case with no patient consequence. The device will be returned for analysis.